Event description:
I had -mi- in 2008. The doctor put a taxus stent in. I first had symptoms of heart attack and stroke while I was taking vioxx. Then I had -mi- in 2008, and a taxus stent put in, then I'm told I have to take plavix daily for life with several other medicines, now I'm reading, hearing, and seeing on news that these taxus stents are being recalled. I had my -mi-. I almost died according to my doctors. Since I have had my stent in, I have had 3 spells with chest pain, the first 2 spells I had I took one nitro each time and it helped, the third time I had to take 2 nitros before the pain stopped, then I got up too quick and passed out. My husband called first aid. They took me to hospital and I was admitted overnight. I just have to keep regular visits to my family doctor and my cardiologist doctor. Blood work, stress test etc. Dates of use: life, 2008 - 2009. Diagnosis: -mi- heart attack.